Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was noted a pericardial effusion, tamponade occurred and the procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure to treat atrial fibrillation (a fib), a versacross connect kit was selected for use. The physician attempted three times for the transseptal puncture. On the second attempt, the physician might have advanced the versacross radio frequency (rf) wire prematurely as no bubbles were seen on transesophageal echocardiogram (tee). The patient became tachycardia after the second attempt. The staff member reminded the physician to only expose 1-3mm of wire tip and wait until the end of the rf buzz before advancing wire and hence the third attempt was successful. The patient s blood pressure was noted to have dropped and increased heart rate. A large pericardial effusion was noted. Protamine was given, effusion was measured and monitored. A pericardiocentesis was performed, the anterior fluid was resolved however fluid remained in the posterior space that could not be be drained. The patient was transferred to or for cardiac surgery. The device is not expected to be returned for analysis. It was further confirmed that there was no obvious abnormal or challenging patient anatomy. The versacross pigtail wire was advanced to the superior vena cava (svc) twice in order for the transseptal equipment to track down to the septum- both advancements prior to the first buzz of radio frequency (rf). No difficulties imaging the septum. 1-3mm of wire exposed with each buzz, however with the first two rf deliveries, the physician started advancing wire very quickly during the buzz without seeing bubbles left sided and on fluoro, the pigtail wire curling down towards 5 o clock on the screen and not advancing toward 2 o clock like you would expect for an accurate transseptal puncture. The first two rf attempts did not cross the septum. On the third rf attempt, the physician advanced the pigtail wire across the septum but did not cross the septum with the dilator/sheath equipment as the patient blood pressure was noted to have dropped. All movements were paused for an effusion sweep, revealing large pe, the wire was pulled back right sided and patient prepped for tap. Rf was applied a total of 3 times. There is no reason to believe the rf wire malfunctioned. The dilator was never advanced across the septum. After surgery- the cv surgeon reportedly found the source of bleeding to be a 5mm hole in the patient's right atrial appendage. The patient is doing well.